Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the product details were not provided. As the product information was unknown, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy at home. Reportedly, the patient had transitioned to in-center dialysis and did not experience any infections since doing so. Additional information was obtained through follow-up with a pd nurse familiar with the patient. The pd nurse stated the patient is no longer with their clinic. According to the nurse, the patient transitioned to hemodialysis approximately five years ago. No additional information pertaining to the infection experienced by the patient was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation that a fresenius product malfunction or deficiency was related to the reported infection.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy at home. Reportedly, the patient had transitioned to in-center dialysis and did not experience any infections since doing so. Additional information was obtained through follow-up with a pd nurse familiar with the patient. The pd nurse stated the patient is no longer with their clinic. According to the nurse, the patient transitioned to hemodialysis approximately five years ago. No additional information pertaining to the infection experienced by the patient was available.